Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. A surgical procedure was performed during which air in the device was identified; therefore, the ipp was removed and replaced. There were no patient complications reported.